Event description:
It was reported that the patient had a hematoma of the pocket. Infection was also noted. The physician revised the pocket and added a drainage. The patient later had a hypotension episode and needed a blood transfusion. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.